Manufacturer narrative:
No button error alarm. Unit was received with no button response due to button keypad connector unlocked. Unable to perform functional test due to keypad anomaly. Unable to verify watchdog timeout, external error, unexpected restart, audio/vibrate anomaly/absence of alarm or frozen screen due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received alarmed indicating a watchdog timeout and external ram error, and unexpected restart. The customer's blood glucose level at the time of the incidents was unknown. Troubleshooting for the watchdog timeout and external ram error were performed. The customer was able to clear the alarms and the insulin pump passed both self-test. Troubleshooting for the unexpected restart found that insulin pump was stored or not in use for an extended period of time. The customer was advised to monitor the insulin pump but they eventually called back to report an audio anomaly and a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Buttons were unresponsive. There was no significant event leading to the keypad issues, however, the time on the clock did not advance. The customer was advised to change the battery and observe the time for three minutes. The customer stated that the time still did not advance. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.